Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the patient's vns. A review of device history records revealed that the lead passed quality control inspection prior to distribution. No additional relevant information has been received to date.